Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01860 was provided in sections b1, b2, b5, d6, h1, and h6.

Event description:
The patient additionally was support by ECMO and experienced runs of vt and arrested. The pump positioning was found to be causing the pump to kink. It was found that the patient underwent septic shock. The procedure outcome was that patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No imaging was shared for analysis. There is no definitive root cause for the kink and necessary snaring of the impella pump. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support, for a patient admitted in cardiogenic shock, that was complicated by poor positioning. The patient additionally was support by ECMO and experienced runs of vt and arrested during the support. The pump positioning was found to be causing the pump to kink. To rectify the kinking and remove the pump the team needed to snare the pump via access at the radial artery. The use of a snare allowed for the pump to be straightened and removed from the patient's vasculature.